Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received will be evaluated and a follow up report submitted if required. (B)(4). A carefusion field service engineer went on site to evaluate the device and stated that the inhaled tidal volumes were all confirmed to be low. After troubleshooting the device the turbine is suspected to be the cause of the reported issue so a replacement has been ordered. After the repair is completed and more information is received, a follow up report will be submitted.

Event description:
A customer reported to carefusion that their vela ventilator delivered low exhaled volumes, found on pre-use check. The customer reported to carefusion that there was no patient involvement associated with the event. A carefusion field service engineer (fse) was dispatched to service the instrument and confirmed low vti (inspired tidal volume).

Manufacturer narrative:
Result of investigation: the ventilator was evaluated by carefusion and the customer reported problem was confirmed; tidal volumes were found to out of specification. The cause of the problem was assigned to the turbine.